Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced loss of continuous glucose monitoring data on the ilet bionic pancreas when attempting to use a newly applied freestyle libre 3+ sensor, receiving a ¿connect cgm or dosing will stop¿ alert despite an activation success message in the ilet app; upon guidance to restart the sensor, the sensor entered the standard warmup period and subsequently proceeded toward providing readings. Symptoms included absence of glucose readings with a dosing-stops-soon alert with no reported adverse clinical symptoms. Outcomes included temporary interruption of automated dosing pending cgm connection with no health impact. User support included user education, device setting verification, and guided rescan of the cgm sensor. Investigation of this case revealed that the cgm was not yet ready to provide data due to the required warmup interval and that pairing was effectively reinitiated through sensor toggling and rescanning, resolving the connectivity state. It was concluded, based on previously established findings for similar reports, that the cause was intermittent connection interruption that was resolved with standard troubleshooting.